Manufacturer narrative:
Although the low flow alarms were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. Log file analysis showed a low flow alarm became active on (B)(4) 2018 at 3:24pm for the remainder of the log file, due to the estimated flow being calculated below the low flow threshold of 2.5lpm. At 6:51pm on (B)(4) 2018, the driveline was disconnected from the system controller, resulting in a pump stop. The system otherwise showed device operation above the low speed limit prior to disconnection. A specific cause for the disconnection could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient¿s spouse came home from work, found the patient unresponsive, attempted CPR and called 911; however, the patient expired. The patient¿s spouse was given instructions on disconnecting and turning off the system controller. It was observed in the event history that low flow alarms occurred. No additional information was provided.